Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving three separate products and associated with MDR numbers: 1225714-2013-01600, 1225714-2013-0601,1225714-2013-0602, 1225714-2013-0603.